Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2009. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2010.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2009 during which the surgeon noted ¿the mesh became fixed to the small bowel. Some of the bowel could be safely freed from the mesh patch. The bowel became wrapped around the mesh, which could not be safely removed.¿ it was reported that the patient underwent incision and drainage of an abdominal wall abscess with removal of foreign material on (B)(6) 2010. It was reported that the patient experienced severe pain, bowel injury, bowel resection, adhesions, infection, abscess, long term wound care, inflammation, scarring, anxiety and stress. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/1/2021.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020.